Event description:
Hardening immediately, physician broke encapsulation, and caused ruptures of implants, caused leaking silicone to migrate through rptr's body for 11 yrs till explantation in 92. Her arms became immobile, especially the left one, she had flushes like fever and burning, twisting, extremely inflamed breast area; could not touch or sleep on at all. Could no longer keep job because of pain and illness from the ruptured implants.